Manufacturer narrative:
Retainer ring : black. On (B)(6)2021 the customer reported that the unit doesn't start. Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: cracked battery tube threads, cracked case on the battery tube side. After battery installation, the unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm. Unable to perform the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self tests due to the display anomaly. Unable to upload using thus due to the display anomaly. After visual inspection, there is corrosion in/around the following: battery compartment, battery board; pcba1--j7, j6; burn mark on the lcd flex cable. After swapping a known good pcba2 onto the test pcba1 and then into the test case, the unit powered up to a flashing white / blank display. After swapping the test pcba2 onto a known good pcba1 and then into the test case, the unit powered up normally. The software version was then able to be obtained from this configuration. In summary, the customer¿s report that the unit doesn't start was confirmed. The flashing white/blank display is due more so to the moisture damage on the lcd flex cable. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a display anomaly. Customer stated that insulin pump had a issue, new battery was placed but no response. Customer monitored insulin pump for 2 hours and frozen display was recurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.